Manufacturer narrative:
This report is for the first device reported, for the second device reported that was used on the same patient see MDR 3013394970-2023-00775. This report is being sent as follow-up no. 1 to provide additional information in section b5 and to report that this reported event has been reassessed and deemed not reportable based upon the additional information provided in section b5.

Event description:
Additional information was received on 03 jan 2024: the user used two devices on one patient. This report is for the first device used.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that during insertion, the dilator came loose from the sheath. The sheath size used was less than or equal to 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. No equipment or other devices were used with the product involved. Ultrasound (us) was performed. The patient was in stable condition. Hemostasis was achieved by manual pressure (mp). There was no harm to the patient.